Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent fracture occurred. The 80% target lesion was located in the non-calcified and non-tourtous left anterior descending artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced for treatment. Post dilatation was performed with high pressure, however; it was noticed there was a gap in between stent strut. Stent fracture occurred. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.